Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An additional visual inspection of the atrial lead port was performed. A slight misalignment of the atrial tip connector block was observed. However, when the lead port was tested with an is-1 terminal pin, no insertion difficulties were noted. Pin gauge testing was performed again in our laboratory and also at the supplier, and the atrial port measurement was confirmed to be within specifications.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited high right atrial pacing impedance measurements greater than 2,500 ohms briefly after pocket closure. The physician reopened the pocket and tested the right atrial (ra) lead with the pacing system analyzer and the impedance measurements were within normal limits. The physician attempted to reinsert the lead into the device header and experienced difficulties. The lead was tested after the setscrews were tightened and the high pacing impedances remained greater than 2,500 ohms in both bipolar and unipolar configurations. A new device was attempted and the lead was successfully inserted into the device header. To date, there have been no adverse patient effects reported.